Event description:
It was reported that the subject device had color stripes on image during preparation of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section b5 for updates (event found at) obtained via follow up response. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found faulty charge coupled device (ccd). Based on the results of the investigation, the reported event was found to be due to damaged ccd. The root cause of the faulty ccd could not be identified. As per instruction for use (IFU) , its states: chapter 2.5 general dangers, warnings and cautions caution risk of injury to the patient and/or the user the use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. ¿ before each use, observe the instructions in the section ¿inspection¿ in this document. ¿ do not use a damaged product or a product with improper functioning. ¿ replace a damaged product or a product with improper functioning. Chapter 8.2 procedure warning risk of injury to the patient due to loss of endoscopic video image or poor image quality problem: - the video image disappears during the procedure. - poor image quality. Countermeasures: 1. Switch off the video system center. 2. Make sure that all system components are connected properly. 3. Switch on the video system center. 4. If the video image does not reappear, replace the video telescope. 5. Contact an authorized service center. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The problem was discovered during equipment inspection prior to the start of the surgery, where image stripes were detected, and then other devices were used for the surgery. No patient involvement during malfunction.